Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with atrial flutter and blanking atria events. Programming changes were recommended. No further information is available.